Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose reading is 92 mg/dl. Caller stated that the drive support cap is loose. The displacement test passed. Advised caller that the insulin pump will be replaced. Nothing further reported.